Manufacturer narrative:
(B)(6).(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the coronary artery. A 10/2.75 flextome cutting balloon monorail was selected for use. During the procedure, the device was inserted to the vessel, however it had difficulty crossing the lesion but was able to reach the target area. At first inflation, the pressure could not be raised, therefore the physician removed the device and it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.